Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:05 was confirmed during product evaluation. Service could not duplicate the reported condition; the device passed all tests per procedure. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility representative reported a colleague infusion pump with pump head module issues. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.